Manufacturer narrative:
H.6. Investigation summary customer returned (12) loose 1/2cc, 8mm, 31g syringes with the shelf carton from lot # 9203919. Customer states that the needle hub removed when removing needle shield. All syringes were returned with the hub-needle/shield assembly separated from the barrel. A review of the device history record was completed for batch# 9203919. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200837533] noted that did not pertain to the complaint. Based on the samples and/or photo(s) received the investigation bd was able to duplicate or confirm the customer¿s indicated failure a visual evaluation of photo found (1) syringe with no needle assembly attached. There did not appear to be any damage to the tip of the barrel, or anywhere on the syringe. Process summary: automatic syringe assembly machine, which feeds 1/2cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Root cause: l2l dispatch #74623 was created for raised hubs. The guide was out of adjustment. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported that bd insulin syringe with the bd ultra-fine¿ needle hub separated on 12 occasions during use. The following information was provided by the initial reporter: material no: 328468 batch no: 9203919 . It was reported 12 syringes needle hub removed when removed needle shield.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insulin syringe with the bd ultra-fine¿ needle hub separated on 12 occasions during use. The following information was provided by the initial reporter: material no: 328468 batch no: 9203919. It was reported 12 syringes needle hub removed when removed needle shield.